Event description:
In 2008, it was reported to boston scientific corporation, that a resolution clip device was used during a colonoscopy (age, gender and weight unknown). During the procedure the physician put a resolution clip device on a bleeding site and the clip would not open. The physician had to inject epinephrine and saline. The procedure was completed with another device (manufacturer unknown). There were no complications and the patient's condition was reported as "okay."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.